Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the geo pc q35 can card only, coa and returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, fse found ippc was defective and replaced the ippc and performed download board software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.